Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total thyroidectomy, the stimulus was set to 1.0, threshold was set to 100mv, nim system worked on the left side, but when they stimulated what they thought was a nerve on the right side the system gave no response. They clipped the tissue and dissected and then realized that it was a right or left recurrent laryngeal nerve (rln). They continued to utilize the nim vital even though they had no response from stimulus. There was less than one hour delay.

Manufacturer narrative:
Medical safety has assessed the event. The event and its severity are known and labeled per nim vital pra, (B)(4), and nim vital instructions for use, (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.